Event description:
The customer returned the rigid video scope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the device had damaged fiber bonding in outer tube and broken charged coupled unit (r-unit). There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.